Event description:
It was reported that the patient never had therapeutic effect since implant and that pump was "not programmed correctly". It was indicated that the patient was seen weekly by his health care provider (hcp) in an effort to solve the issues. The patient's last refill was a month ago from mid-august. It was indicated that the patient was in "like a coma", spending 21 hours a day in the bed. It was reported that the patient had symptoms of feeling "stiff as a board", "feeling cold like he was living in an icebox" which started a few weeks ago (august-september). The patient had been to the emergency room multiple times. It was noted during one ER visit that he was given oxycontin to help relieve the symptoms. It was stated that medication was "affecting his eyes" and he felt like he was going to have a heart attack or stroke and die. It was also reported that he was having an allergic reaction to the pump. The patient's muscles were "stiff" and "hard as a rock". The patient was scheduled for a refill on (B)(6) 2012 and indicated that his hcp would make him "a new batch" at that time. The patient was not sure if he could wait until his appointment to have his pump checked and dose changed. It was noted during the last couple of weeks from mid-september that the symptoms got worse and the patient was having hard time breathing. It was indicated that no alarms had been heard and that the patient was also a diabetic. It was stated that the bupivacaine had "froze him up like an ice cube" and he had to sleep in his car with the heat on full blast. It was also indicated that it was hard for him to talk and his nose was "stuffed up" from being frozen. It was noted that the patient had difficulty contacting managing hcp and that he needed additional help. The hcp indicated that the patient had some underlying issues. During the visit on (B)(6) 2012, the patient's dose was adjusted and he received new patches. It was noted that the patient symptoms were still present and he had another ER visit on (B)(6) 2012. In the ER, they were unable to adjust his pump but it was indicated that he was monitored for a few hours then released. It was stated at that time that the symptoms had been present for over a year now and that the pump was "killing him". The patient requested to have the pump removed as he believed the symptoms were life threatening. It was noted on (B)(6) 2012 that the patient had "blacked out" and was bleeding from his nose so he was on his way to the ER again. A couple days following the patient had symptoms of being cold, "tight muscles in his throat", feeling like he was choking and could hardly talk. It was noted that the bupivacaine was too strong and was making the patient feel like he was "living in a freezer" and his muscles were destroyed and cracking. The patient was scheduled for another appointment on (B)(6) 2012. Per the managing hcp, the patient had "burned-out peripheral neuropathy" and never attended a single session of "psychological counseling and perseverates about every breath that he takes". The hcp stated that the patient was aware that the hcp could not answer every call because it "reinforces behaviors" and his behaviors were "a manifestation of maladaptive urges created by his anxiety". The hcp indicated that when his concerns are addressed his behaviors are reinforced which was ultimately detrimental to his health. It was later reported that the cause of the event was due to anxiety. The patients symptoms reported were severe refractory pain and severe anxiety. It was also reported that the patient was admitted to the hospital on (B)(6) 2012 and was still freezing "ice cold" and was suffering in "unbearable pain"/"real bad" pain and wanted his pain to be managed with oral supplements. The patient s blood pressure was indicated as being "real high". It was noted that the patient had received a pain pill while in the hospital but no additional medication after he was released. It was stated that he had been crying, was frighten and needed more pain medication to hold him over until his next appointment. Prior to the hospital visit, it was indicated that the patient was in coma again for 22 hours because the pump was programmed too high. It was indicated that the patient had another appointment scheduled on (B)(6) 2012 with a different physician. It was noted that he was due for a refill by (B)(6) 2013. It was later reported that the patient never seen the other physician but had dismissed his managing hcp. It was noted that the patient was "real sick" and felt that he could die if the pump was not removed. It was later reported that the patient had another refill on (B)(6) 2012 with his original managing physician and was given "a new batch" of medication. It was indicated that his bupivacaine and clonidine was reduced and morphine and fentanyl was increased. The baclofen was left unchanged. It was stated that the "new medication" still didn't work. It was reported since refill the patient was in a "coma like state" because medication was "too strong". It was stated that the patient was "scared out of his mind" and that he just came out of an unconscious state on (B)(6) 2012 because he had to go to the bathroom. It was noted that he can't keep conscious to get out of bed and was not 100% back, but more like 90%. It was indicated that the patient's nose was bleeding and the medication was "knocking him out". The patient's next follow-up appointment was scheduled on (B)(6) 2012 and next refill date was (B)(6) 2012. The outcome of the patient was not provided. The drugs delivered via pump were morphine, compounded baclofen, fentanyl, bupivacaine and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8598a, serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).